Event description:
It was reported that the speed of handpiece for battery powered driver does not work. The issue was observed during weekly audit there was no patient involvement. During manufacturer's investigation of the returned device it was identified that the device has dirty membrane vent. This report is for one (1) hand piece for battery powered driver this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional device product codes: gxl, hxx. Reporter is a j&j sales representative. A product investigation was conducted. Service and repair evaluation: the customer reported that in 05.000.008, hand piece for battery powered driver. It was reported that the 05.000.008 no speed works. The repair technician reported that the device has dirty membrane vent. The cause of the issue is not determined. The item will be repaired per the inspection sheet and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. A device history record (DHR) review was conducted: part# 05.000.008 synthes lot# 007026 supplier lot# n/a release to warehouse date: 03 jan2018 manufactured by: synthes monument no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: updated product investigation: service and repair evaluation: the customer reported the 05.000.008 no speed works. The repair technician reported dirty membrane vent, device does not run in fast forward, forward and revere mode. The cause of the issue is unknown. The following parts were replaced: housing, set screw, shrink tubing, motor, nose cone, bearing, cam screw, membrane vent. . Housing damaged is the reason for repair. The item passed synthes final inspection on and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. H6: updated device history record (DHR) review: part number:05.000.008; synthes lot number: 007026; previous synthes lot # 004297; supplier lot number: 004297; release to warehouse date: 01 aug 2011; expiration date: n/a; supplier: (B)(4); no ncrs were generated during production. New synthes lot # 007667. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.